Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stated that there was too much adhesive near the tip and the inside of the male external catheter which was sticking together and not draining.

Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. Visual evaluation noted one unopened male external catheter (mec) was received. No obvious defects were noted. It was determined that the adhesive peel strength was found to be within the specifications. A potential root cause for this failure mode was unable to determine due to the reported issue was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. The actual/suspected device was inspected

Event description:
It was reported by the patient that there was too much adhesive near the tip and inside the male external catheter which was sticking together and not draining.